Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A device history record could not be evaluated as the lot number is unknown. The regulatory information was reviewed, and there is no compliance issue with the product and labeling as it meets mdd requirements. MDR certification is not plant based and manufacturers are able to produce mdd product until the mdd certification is expired. Tuas sku is ce certified under mdd and has not yet fully transitioned to MDR. This incident has been added to our database of reported incidents.

Event description:
It was reported that the bd eclipse¿ needle labeling had no EU importer information. The following information was provided by the initial reporter: "no EU importer is present on the labeling".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle labeling had no EU importer information. The following information was provided by the initial reporter: "no EU importer is present on the labeling".